Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device was not returned to the manufacturer, no further investigation is possible at this time. However, based on the available information, the root cause of the reported event (perivalvular leak first and central leak later) can be traced to use error (device mispositioning and subsequent re-adjustments).

Event description:
On (B)(6) 2021, a perceval valve pvs23 was attempted to be implanted. When declamped after perceval m was indwelled with mics approach, its position in the right coronary apex side was found to be high and pvl occurred. After that, even though its position was readjusted with cross-clamping again, central leak occurred. Therefore the valve was removed, and a new valve was used. Based on the medical judgment received, it is possible that the position adjustment caused the whole to be squashed and central leak occurred. No information on the patient impact and outcome was provided.